Event description:
The patient was enrolled in the program in 2004. A 20 mm long target lesion 1 was identified in the obtuse marginal 1 (cass site 20) with 90% stenosis and a 3.0 mm reference vessel diameter. The target lesion 1 was treated with pre-dilatation and placement of a taxus express2 2.5 x 20 mm drug eluting stent. A second taxus express2 3.0 x 12 mm drug eluting stent was placed proximal to the first stent, extending back into the left main coronary artery. The two taxus stents were placed in an overlapping fashion. A pixel 2.0 x 12 mm stent was placed distal to the two taxus stents. Residual stenosis was 5%. The anastomosis of the svg to lad was also treated with ptca during this procedure. The patient was discharged the next day, but was transported by ambulance to the e.r. A week later complaining of shortness of breath and chest heaviness (`all day'). The patient became bradycardic and code was called. The patient was intubated and CPR was commenced. Resuscitative efforts were unsuccessful and the patient was pronounced dead the same day. The physician has noted that he feels the patient's e.r. Course was related to an occlusion of the lad which was supplying a large myocardial territory. He felt it unlikely that an occlusion of the small circumflex would cause the clinical presentation in the e.r. No autopsy was performed. Same case as MFR's #: 6000089-2004-00324.